Event description:
In this case, it was reported that a valve was explanted after an implant duration of approximately 3 years due to prosthetic aortic valve endocarditis with regurgitation. There was also abscess formation of the aorta extending down along the left atrium. Per the op report, there was a large abscess seen on echocardiogram with a freely rocking aortic valve, a large vegetation, and a clear dehiscence over 1/2 of the aortic valve cirumference. Enterococcus had grown from his blood. These findings were confirmed during explantation. Resection on infected aortic tissue was performed. Patch closure of the mitral annulus to the resected left atrium on the cephalad side and patch closure of the posterior aorta was also performed. The explanted device was replaced with another edwards bioprosthetic valve. Echocardiogram demonstrated both mitral and aortic valves were competent with no paravalvular leaks.

Manufacturer narrative:
(B)(4). Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Endocarditis is typically classified as either infective or non-infective, depending on whether a microorganism is the source of the inflammation or not. Infectious endocarditis (ie) is an infection of the endocardial surface of the heart, which may include one or more heart valves, the mural endocardium, or a septal defect. Infective endocarditis can potentially lead to leaflet disruption. Typically, infective endocarditis consists of large vegetations which have manifested from bacteria. Reported endocarditis agents are most commonly microbes that inhabit the human body (e.g. Skin, mucous membranes, respiratory tract, intestinal tract, or common infections), or the environment, and can contribute to nosocomial sources of ie. For example, the most common bacteria of ie include staphylococcus, streptococcus, and enterococcus. In this case, the op report documents enterococcus in the patient's blood. Unfortunately, the root cause of this event cannot be confirmed without the explante valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. No further actions are possible with available information.